Event description:
It was reported by the customer that a bd pyxis¿ medbank tower key box was not opening. The customer reported that they were unable to issue lorazepam 2 mg/ml vial (1ml). There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key box was not opening during use. A technical support specialist adjusted the power management settings and rebooted the cabinet to resolve the issue. The item was issued smoothly. The system functioned as intended after the technical support specialist troubleshot the device.